Event description:
The report received indicated that the tip of the atw wire was frayed. The problem was identified close to the end of the procedure, stenting of a lesion in the left anterior descending. There was no report of adverse events or injury to the pt. Additional info indicated that the tip of the wire was shaped a few times. There were no problems or anomalies encountered during package removal.

Manufacturer narrative:
The product is available for analysis, however, as of to date, it has not been returned for evaluation. Additional info will be submitted within 30 days upon receipt.